Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material (rubber like material) is unable to be conclusively identified. Additionally, there were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited forceps passage that clogged inside the channel mount, brush passage had foreign material clogged inside the channel mount and the suction flow was erratic. There were no reports of patient involvement.